Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped and replaced due to noise, failure to capture, and oversensing. The patient also experienced dizziness prior to device being capped and replaced. Should additional information become available, it will be added to this file.